Manufacturer narrative:
No info was provided regarding outcome of the pt. Deployment procedures are addressed per the provided IFU. The device is shipped with an IFU that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU states that, "manipulation of products requires fluoroscopic control." The complaint device was not returned to cook incorporated for eval. Also, it has not been possible to obtain images from the procedure. The filter is inspected 100% to assure that all four filter legs are placed correctly in each track in the protection tube. According to the info provided: "several manipulations of the filter were performed while attempting to place it. Two of the filter legs crossed each other several times" it is possible that this manipulation in some way caused the filter legs to cross each other. Based on the available info, the exact root cause to this event is unk. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.

Event description:
On (B)(6) 2010, a jugular tulip filter was placed. Several manipulations of the filter were performed while attempting to place it. Two of the filter legs crossed each other several times. Filter was removed and a new tulip filter was placed w/o incident. Add'l info was rec'd on 08/05/2010: the filter in which the legs crossed was never released. It was not deployed and removed. An add'l filter was opened and deployed in the correct manner.